Event description:
It was reported that the insulin pump alarmed motor error during normal use. It was stated that the insulin pump was not exposed to high magnetic fields. It was also stated that the drive support cap was flush. Advised that the insulin pump would be replaced. The reported blood glucose at the time of the call was 6.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump seated during displacement test with no reservoir in the insulin pump due to moisture damage found on motor home switch. Unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to the insulin pump seating displacement test with no reservoir in the insulin pump. No motor error alarms noted during testing. No moisture damage found on electronics assembly. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.